Event description:
During a follow-up, the device was unable to be interrogated. Premature battery depletion is suspected. The device was replaced and there were no consequences to the patient.

Manufacturer narrative:
The reported field complaints of inability to interrogate the device and premature battery depletion could not be confirmed during analysis. Analysis performed including electrical and mechanical stressing, found the device operating in the eri mode with normal telemetry and battery current. The implant duration was 9.05 years, which exceeded the device's 8.73 year projected longevity, and is considered normal battery depletion. The telemetry was stable and normal throughout the entire test.